Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found with mechanical damage to the distal tip. The distal window located at the distal tip was found to have a broken or detached piece in a location that could fall into the patient. Images were provided for review. The images (3) show the connector, no notable damage, and error message on screen and the housing confirming the serial number. The probable root cause is attributed to damage during use or improper handling, which may include accidental drops of the endoscope or inadvertent collisions with hard surfaces. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope optical chip was worn out, displaying the message ¿endoscope self-test failure clean the chip or replace the endoscope¿. The procedure was completed with no reported injury.